Manufacturer narrative:
The tech found the weld broken on the side rail. The tech replaced the side rail assembly to resolve the issue.

Event description:
The tech alleged the side rail will not latch in the up position. No pt impact.